Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign objects in the air/water cylinder tube and air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the white foreign objects that remained inside the device could not be determined however, it is a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.